Event description:
As reported in the complaint: machine gives the alarm 'extreme negative access pressure' during the first self-test. After that the nurse discovers that the machine has emptied a full 20 ml heparin syringe into the pt.

Manufacturer narrative:
The treatment data files related to this event have been requested but not rec'd by the manufacturer. Gambro will conduct further investigation into this incident. There was no blood loss reported as a result of this incident.